Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted:(B)(6) 2019 , product type :catheter , ubd: 23-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) ( 30mg/ml at 6.804 mg/day) via an implantable pump for spinal pain. It was reported that the patient claimed that something was wrong with their pump. The patient thought the battery was not working properly because the last time the patient went in for a refill the physician pulled out more than what was supposed to be in the pump. The patient also claimed that the last pump the patient had was leaking so the patient thought this one could also be leaking as well. There were no known factors that may have led or contributed to the issue. The patient was scheduled for a dye study and their pump medication was increased. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.